Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a lead explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that during the revision, the physician cut one of the leads and it was the reason for the lead explant.

Event description:
A report was received that the patient underwent a lead explant procedure for an unknown reason.